Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient intends surgical intervention where their leads will be revised due to receiving ineffective stimulation after having a motor vehicle crash.

Manufacturer narrative:
Changed report type to serious injury. Updated to include all information and for clarification. Added model 3228; scs lead. Added PMA code.

Event description:
It was reported the patient experienced a change in stimulation after a motor vehicle accident. Diagnostic testing identified contacts with high impedance values. In turn, reprogramming was unable to provide resolution. Surgical intervention is pending to address the issue.